Manufacturer narrative:
The patient underwent successful revision. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported that the long revision tibial component of the mets total femoral replacement implant was being replaced due to an infected loosening. This is a supplemental report to 3004105610-2015-00123 ((B)(4)).

Manufacturer narrative:
The investigation is ongoing; additional information regarding the reported complaint has been requested from the surgeon. The results will be provided in a supplemental report.

Event description:
It was reported that the long revision tibial component of the mets total femoral replacement implant was being replaced due to an infected loosening. (B)(4).